Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the tubing, the customer was unable to see drops of insulin exit the infusion set tubing. Blood glucose level was impacted (243 mg/dl) and was addressed by delivering a correction bolus, via the pump. Tandem technical support (cts) instructed customer to disconnect infusion set tubing and run fill tubing again. No drops were seen exiting the cartridge patient line. Cts advised customer to replace cartridge. It was indicated that customer would change out cartridge and declined further follow-up.